Manufacturer narrative:
Sixteen (16) actual samples were received for evaluation with the aluminum foil peeled. A visual inspection performed with the naked eye verified that the sponges were found fully separated from the caps on all 16 samples. The reported condition was verified. The cause of the condition is related to mishandling during distribution. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was separated from each of sixteen (16) minicaps. This was found before use. There was no patient involvement. No additional information is available.